Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No moisture damage on electronics and motor noted. No smell insulin on pump noted. Pump received with cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.  Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose of 400 mg/dl. Customer stated that he changed his reservoir and his blood glucose started going high. Customer treated with insulin pump for high blood glucose reading. Customer also mentioned reservoir leaks, and found insulin inside the reservoir compartment. Customer stated that leaks is occurring from the top of the reservoir compartment where the infusion set tubing connects. Customer also mentioned cracks around the battery compartment. Customer was advised to discontinue use of insulin pump and revert to back-up plan. Customer stated that he does not have syringes or any manual injection to treat the blood glucose. Advised that it is at his own risk if he continue to use the insulin pump to treat for blood glucose readings. Insulin pump is being replaced and is expected to return for analysis.